Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient manages her diabetes with metformin pills (500 mg 2x daily), novolog insulin (14 units 2x daily) and lantus insulin (36 units in the morning). It is not known if the patient made changes to her usual dose of medications at the time of the alleged issue. About 1-2 days later, the patient claimed she felt symptoms of nausea, extreme headache, vomiting and diarrhea. Treatment was not specified in response to her reported symptoms. On the morning of (B)(6) 2013, for reasons not known, the patient reportedly visited her physician¿s office. The patient alleged she was administered a ¿glucagon injection¿ as treatment. The patient reportedly took less food and/ or drink that same morning and denied testing with another device. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.